Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# unknown, explanted: (B)(6) 2024; product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. H6 codes refer to the lead. G2. Foreign: spain. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was heating during an MRI scanner. This lead to high impedance in the 8 contacts of the lead and no therapy available. Regarding contributing factors, it is possible that the patient did not turn off the stimulation before the MRI. The lead was changed with another vectris lead. The issue was resolved at the time of the report. Surgical intervention occurred. The patient was alive with no injury at the time of the report. Additional information was received. It was reported that MRI was performed in (B)(6), after that they reviewed the programming with the tablet, but the 8 contacts had really high impedance +40k. After that they performed the explant in (B)(6) 2024 and once the broken lead was explanted, they implanted the new one (same morning). The MRI was in (B)(6) 2024, and is not connected with the implant. They performed the explant/implant due to some problem with the vectris lead in MRI. The manufacturer representative (rep) clarified the location of the heating during the MRI scan by stating "heating was around the low back location". The lead was going to be shipped on thursday (2024-jun-27) so, the rep thinks it will be returned early next week. The provided information has been confirmed with the physician/account. Additional information was received. It was reported that they did not know about heating in MRI until the patient came to the hospital on (B)(6) 2024. That day they checked impedances, and all the contacts were out of range. They did not report anything that day because they "were going to schedule or in order to determine where the problem was (lead or generator)". So, (B)(6) 2024 they performed "or" (understood to mean a procedure in the operating room) and they explanted the vectris leads with high impedance" and they realized that just the lead was affected. That day the manufacturer representative (rep) reported it. Additional information was received. It was clarified and confirmed that there was just 1 lead affected. Additional information was received. It was reported that the broken lead was implanted maybe 2-3 years ago.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# unknown. Explanted: (B)(6) 2024. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. The representative clarified that when they reported the lead was broken, this was in reference to the high impedance issue; the lead was not physically broken.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# unknown explanted: (B)(6) 2024 product type lead h3: the lead, model# 977a260 serial# unknown, was returned for product analysis. The returned lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that all conductors were broken 22.2 cm from the distal end of the lead. The braid protruded through the insulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.